Event description:
The customer reported that the gastrointestinal videoscope exhibited image failure. A static/snow pattern was observed during inspection for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed the occurrence of a static image in conjunction with an e216 scope communication error. The reported issue was most likely attributed to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.